Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found down at home on (B)(6) 2022 and was admitted to the intensive care unit (ICU) on inotropes with suspected cardiogenic shock. An echocardiogram also noted severe aortic insufficiency (ai). On admission, the patient had elevated troponin, lactate dehydrogenase (ldh) and liver enzymes which later started trending downward. The pump speed was increased from 5200 to 5600.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The submitted controller event log file captured data from (B)(6) 2022 - (B)(6) 2022. No notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.